Manufacturer narrative:
Related to manufacturer report#: 6000078-2007-00317 gdc coil.

Event description:
It was reported that during the coil embolization of the right paraclinoid/opthalmic artery aneurysm, a thrombus formed. The thrombus was successfully resolved with reopro. The event was reported resolved with no residual effects. The physician related the thrombus to the stent placed during the procedure.